Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer was hospitalized; details and nature of hospitalization were not provided. As customer was unable to be identified, tandem technical support was unable to obtain additional information.